Event description:
The patient had an 8 (B)(4) straight tip foley catheter in place with 3 cc of water to fill the balloon. The patient was to have the foley catheter removed. The balloon was deflated and when attempting to remove the catheter there was undue resistance. The surgical team was contacted to remove, but resistance continued, so they did not remove it. The urology team was consulted and undue tension was used to remove the catheter. After removal, there was an unusual ridge noted on the catheter where the balloon was located.